Manufacturer narrative:
Initial.

Event description:
It was reported that the patient removed the ilet pump during the night, after which blood glucose rose to 341 mg/dl; the caregiver reapplied the pump and was advised to allow approximately 90 minutes for a downward trend, and no alternative therapy was initiated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and no long-term sequelae reported. Investigation included customer support troubleshooting and education. Investigation of this case revealed user-related interruption of insulin delivery due to pump removal, with the device functioning as intended once therapy was resumed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to patient confusion.